Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the event description above it indicates that the straps (you state tackers) fall. Please provide the following: did the strap fall into the patient's cavity? If yes, were the straps that "fell" into the patient's cavity retrieved? It was reported that another device was requested and used to complete the procedure, it was indicated that it took 1½ hours for the other device used to complete the procedure to arrive. It was noted that as a result of the wait for the new device the patient was exposed to more surgical time and anesthesia. Please tell us if the patient experienced an adverse event as a result of this? In the event description it is documented that "the patient is diagnosed with b24x." Please provide the following: what is b24x? Confirm that the device will be returned for evaluation? Do you have the tracking number?

Event description:
It was reported that the patient underwent laparoscopic inguinal herniorrhaphy on (B)(6) 2018 and absorbable straps were used. During the procedure, when attaching the straps to the mesh, the straps bend and fall when they were pressed on the mesh to be fixed. It was not possible to complete fixation of the mesh. It was reported that the patient was diagnosed with b24x. The procedure was completed with a covidien like device which took 1 ½ hours to arrive, causing the patient to be exposed to more surgical time and anesthesia. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/18/2018. Attempts are being made to obtain more additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Was the drill bit tip removed from the patient or is it still retained in the patient? Additional information was requested, and the following was obtained: in the event description above it indicates that the straps (you state tackers) fall. Please provide the following: did the strap fall into the patient's cavity? Yes, it did. If yes, were the straps that "fell" into the patient's cavity retrieved? Dr confirmed me by phone he got every strap that fell into the patient´s cavity. It was reported that another device was requested and used to complete the procedure, it was indicated that it took 1½ hours for the other device used to complete the procedure to arrive. It was noted that as a result of the wait for the new device the patient was exposed to more surgical time and anesthesia. Please tell us if the patient experienced a adverse event as a result of this? The surgeon highlighted that our straps failure did not represent any adverse event, but he highlighted the adverse event was the patient be exposed to more surgical time and anesthesia. In the event description it is documented that "the patient is diagnosed with b24x." Please provide the following: what is b24x? The patient was diagnose with hiv. Confirm that the device will be returned for evaluation? Do you have the tracking number? Due to the patient is hiv-infected, the hcps of this clinic had to discard the device that fail so none be in danger to be infected too for be in contact to that device. The sales rep indicate that the drill bit tip was broken and the piece was retained in the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/20/2018. Additional information was requested and following obtained: was the drill bit tip removed from the patient or is it still retained in the patient? Surgeon who performed this surgery confirmed that every single piece that fell or was in the abdominal cavity was taken away from the patient.